Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed, and a detached speaker was observed. During functional testing, the device had reduced audio. The cause was identified to be the detached speaker. The rear case will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq infusion pump, the device had a reduced audio level. No additional information is available.